Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date, it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and mesh was implanted. Pain occurred after the pose of the mesh with visit to emergency room 5 days after the first pain because pain was normal after the intervention. The patient currently experiences sensation of razor blade at the level of the mesh and pain in the groin. Analysis was made that the mesh strip is too tight with impossibility to operate. To date, patient has pudendal neuralgia, cluneal and interstitial cystitis with urinary infection and regular mycosis. It is impossible for the patient to sit for a long time and has to sit on specialized cushions. Multidisciplinary follow-up showed no positive results to date. Patient experiences depression and isolation because misunderstood on a professional and family level / employment difficulties. No further information is available as the reporter contact details have not been disclosed.